Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) has not yet been recovered. Review of the download data does not indicate any device malfunction that would cause or contribute to the patient's death. Device manufacture date: monitor: 02/16/2015; belt: 05/21/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away in the emergency room while wearing the lifevest. No further information is available surrounding the event. Review of the download data indicates that the lifevest delivered five treatment shocks in response to ventricular fibrillation. The rhythm after shocks 1 and 3-5 remained in ventricular fibrillation, while the rhythm after the second shock was converted to sinus bradycardia at 30bpm. CPR artifact was noted in the patient's ECG beginning at shock 5. Two additional shocks were delivered. The patient's rhythm at the time is unknown due to the presence of CPR artifact. The energy during shocks 5-7 was 2-3j over a 0 ohm impedance. The cause of the low energy and impedance cannot be positively identified but is consistent with an open vest during CPR efforts.